Manufacturer narrative:
There is no indication that the device was explanted, therefore any evaluation was not possible. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by edward lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. Per the instructions for use (IFU), a stroke is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as no patient or procedural factors were provided, however, the patient's age (83) and sex (female) may have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through social media, one day post implant of the 23mm sapien 3 ultra in the aortic position, via trans-carotid approach, the patient had a stroke.

Event description:
As reported through social media, one day post implant of the 23mm sapien 3 ultra in the aortic position, via trans-carotid approach, the patient had a stroke. Per medical records for the tavr procedure: under general anesthesia, the patient had a planned open surgical access of right trans carotid transcatheter aortic valve implantation of a 23 mm edwards sapien s3 thv for severe aortic valve stenosis with no residual stenosis, trivial paravalvular leak, and no central insufficiency. No procedural complications or edwards device malfunctions were listed. She remained neurologically intact. The patient was initially returned to the intensive care unit where she was observed overnight. One day post procedure, the patient remained in neurologically stable condition. She was evaluated by physical therapy independently and found to be ambulant and suitable for self-ambulation. She was ultimately deemed stable for discharge home after follow-up echo demonstrated stable results. Two days post procedure, the patient presented with ground level fall. While the patient was transitioning from one chair to another chair, she felt unsteady on her feet and fell. The patient appears intermittently confused and reported a mild headache. MRI of head performed six days post procedure showed ''multiple bilateral cerebral and left cerebellar infarcts. Given multiple vascular territories involved, this may represent embolic disease. No intracranial mass identified'.' Medical records from two months post procedure indicated ''MRI showed multiple bilateral cerebral and left cerebellar infarcts. Discussed with the radiologist and given the fact the patient's recent tavr, it is most likely subacute infarcts from procedure''. It was ''discussed with cardiologist and he also believed that it is likely due to the tavr''. The patient was discharged to a skilled nursing facility for physical therapy.

Manufacturer narrative:
The records confirm the stroke. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (patients age, sex, and extensive complex comorbities history of smoking) caused or contributed to this event.